Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the pulse generator was unable to be tightened. The pulse generator was not used, and a new pulse generator was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of could not tighten or engage the lv-setscrew was confirmed. Analysis revealed the user of the torque wrench during the implant procedure made too many turns to the lv-setscrew in the reverse direction. The setscrew was screwed out of the connector block socket and screwed up inside of the septum, the setscrew could not be re-engaged by the wrench and could not be screwed back in the socket necessary in order to tighten down on the lead. The problem was caused by the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.